Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) and central regurgitation are a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Central regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the regurgitation was not classified as central or paravalvular. The cause for the worsening regurgitation could not be determined, however, may be related to cardiac remodeling or progression of disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through partners (B)(4) trial, the patient¿s tee approximately 1 year and 9 months post procedure showed severe aortic insufficiency. No intervention was reported. The patient¿s most recent echo in medidata (1 year follow-up echo) showed trace pvl and no cai.

Event description:
Additional information was received. Echo performed approximately 30 days post procedure showed trace pvl and no cai. Echo performed approximately 1 year post procedure showed trace pvl and no cai. Approximately 2 years and 2 months post procedure, an echo was performed to rule out endocarditis. Echo showed the presence of thrombus in left atrium, left atrial appendage and the transverse sinus. Coumadin was prescribed. ¿normal leaflet motion¿ and ¿no evidence for regurgitation/stenosis, vegetation or pvl¿ was noted. Echo performed approximately 2 years and 7 months post procedure showed mild to moderate aortic insufficiency and a mean gradient of 25mmhg. Echo performed approximately 2 weeks later showed severe aortic insufficiency, new cai and pvl. The leaflets were mildly thickened, there was no valve stenosis, a mean gradient of 20mmhg and aortic valve area of 1.7cm2.